Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. During the time of the call, the customer's bg level was reported to be 321 mg/dl, which was addressed with manual injections and a correction bolus. In addition, the customer reported receiving an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 50 units of insulin. Technical support educated the customer on pump labeling instructions. Additionally, system check with tandem technical support indicated that the pump was performing as intended. As the customer had not changed the supplies on the pump, it was recommended that the customer change the supplies on the pump, monitor pump performance, and call back tandem technical support if further assistance is needed. Subsequently, recommendation was made to consult with health care provider to discuss diabetes management. Customer understood the information.n